Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the audio bolus button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, no damage was found to the audio bolus button. During testing, the audio bolus button was difficult to push. The audio bolus button cover was removed and no damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.